Manufacturer narrative:
No button error alarm noted. Act button did not respond due to flattened button dome switch. Weak battery alarm was not verified due to unresponsive button. The device was received with minor scratched display window, broken battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a crack near the battery compartment. The customer also received a button error alarm. Customer's blood glucose level at the time 125mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.